Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #c9df8y. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number c9df8y, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a robot assisted total gastrectomy, the knife did not go straight back after firing. After that the cartridge locked out on the next firing. The cartridge color was blue. It was used on duodenum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 9/11/2024. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please confirm the event/procedure date? The event/procedure date is 08/15/2024. We will input the right date in ecm notes.please provide more details for "the knife did not go straight back after firing" articulation of the device did not return to straigt.3. Did the device fully fire and stop during the automatic knife return? The device fully fired on the 1st firing and 2nd firing was stopped.4. If the home button was pressed, did the knife fully return to its home position? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.